Event description:
It was reported that pump touchscreen was cracked and shattered, leaving pump display illegible and touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, and technical support arranged shipment of replacement pump.